Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with pre operative diagnosis of lumbar spondylosis with low back pain and lumbar radiculopathy secondary to l4-5 spondylosis and underwent following procedures: retroperitoneal exposure to the anterior left lumbar spine with discectomy at l4-5 and anterior lumbar interbody arthrodesis l5. Placement of a cage in the midline at l4-5 with bone morphogenic protein sponge. Anterior lumbar plating l4 to l5 using anterior tension band by synthes. Per operative report: ¿¿ a 18 mm cage was carefully placed at l4-l5 in the midline with distraction. The bone morphogenic sponges were then placed in the cage and lateral to the cage and the appropriate size plating system from synthes was selected along with anterior tension band. The plate was secured at l4 and l5. The superior left corner of the plate had been placed pinching the medial aspect of the common iliac artery. This in fact caused a significant compression and after release of the artery, a small laceration was noted. This was repaired with prolene sutures. Hemostasis was adequate. The patient tolerated the procedure well.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.